Manufacturer narrative:
(B)(4). Batch # r59w34. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with 3 drivers missing and 1 driver loose making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the customer opened the sterile package for the reload and the internal components of the reload fell out of the reload when removed from the packaging. A second like reload was used to continue the procedure. There were no patient consequences reported.